Event description:
Olympus received a maude event report, voluntary report number (B)(4), which states, "voluntary (B)(6) 2010: during colonoscopy procedure, the physician requested to apply a quick clip. Upon removing, the package product appeared fine. Quick clip was passed down the scope and the physician called to have it open, but the clip would not open. Removed and another used successfully." No additional information was provided in the report.

Manufacturer narrative:
The olympus complaint database was reviewed and no similar reports identified for an olympus quick clip device referencing the reported event date of (B)(6) 2010. Based on the information provided in the report, there does not appear to be any patient harm associated with the reported event. As no information was provided regarding the user facility, olympus was unable to contact the users for additional information regarding this report. The device referenced in the report was not returned to olympus for evaluation. Review of complaint trending for this device indicates that the overall complaint rate for this device is extremely low. The cause of the reported event cannot be conclusively determined at this time. If significant additional information is received, a supplemental report will be provided. This report is being submitted as a medical device report in an abundance of caution.